Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/painful"), genital haemorrhage ("painful abnormal bleeding") and facial paralysis ("paralysis of half of my face") in an adult female patient who had essure (batch no. A47940, 50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included constipation, anemia, pancreatitis, seasonal allergy, nausea, vomiting, uterine bleeding, tonsillectomy and cholecystectomy. Concurrent conditions included overweight, endometriosis since 2009 and hip discomfort. Concomitant products included fluticasone propionate (flonase) since 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), memory impairment ("impaired memory"), paraesthesia ("tingling"), dizziness ("dizziness") and pain in extremity ("pain in extremities"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, facial paralysis, migraine, headache, memory impairment, paraesthesia, dizziness, dysmenorrhoea, weight increased and pain in extremity outcome was unknown and the fatigue was resolving. The reporter considered dizziness, dysmenorrhoea, facial paralysis, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, pain in extremity, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: each essure coil easily placed with 2-3 coils visible at tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received, reporter added, lot number received, event added as: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, neurological conditions or problems type: impaired memory, tingling, dizziness, paralysis of half of my face, dysmenorrhea (cramping), pain, fatigue, weight gain and pain in extremities. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/painful'), genital haemorrhage ('painful abnormal bleeding'), facial paralysis ('paralysis of half of my face/temporaray paralysis/bells palsy'), diplegia ('paralysis to legs') and cerebrovascular accident ('stroke') in an adult female patient who had essure (batch no. A47940,50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included constipation, anemia, pancreatitis, seasonal allergy, nausea, vomiting, uterine bleeding, tonsillectomy, cholecystectomy and foetal growth restriction. Concurrent conditions included endometriosis since 2009, overweight and hip discomfort. Concomitant products included fluticasone propionate (flonase) since 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue/tired"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), memory impairment ("impaired memoryneurological conditions or problems/ nerve issue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), paraesthesia ("tingling/ tingling in my arms and leg"), dizziness ("dizziness"), pain in extremity ("pain in extremities"), diplegia (seriousness criterion medically significant), hypoaesthesia ("feet numbness"), fear ("scared"), vision blurred ("blurred vision"), vitreous floaters ("see floaters"), breast mass ("breast lumps"), breast pain ("breast pain"), anxiety ("anxious"), nervousness ("nervous"), muscle spasms ("muscle cramps in my legs/ cramp on the left side of my chest"), visual impairment ("black spot in my vision"), endometriosis ("endometriosis"), muscular weakness ("muscle weakness"), raynaud's phenomenon ("raynauds disease "), back pain ("back pain"), abdominal pain ("abdominal pain"), ovarian cyst ("cyst on my ovary burst"), muscle twitching ("muscle twitching"), limb injury ("shoulder problems "), fungal infection ("yeast infection"), flatulence ("gas pain"), stress ("stressed "), malaise ("sick"), multiple sclerosis ("multiple sclerosis"), laryngitis ("laryngitis"), pruritus ("itchy"), dyspnoea ("hard to breath"), cerebrovascular accident (seriousness criterion medically significant) and neuralgia ("nerve pain"), was found to have uterine leiomyoma ("fibroids"), vitamin d decreased ("low vitamin d") and vitamin b12 decreased ("low vitamin b12 ") and underwent cholecystectomy ("gallbladder removed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and breast mass had resolved, the genital haemorrhage, facial paralysis, migraine, headache, memory impairment, paraesthesia, dizziness, dysmenorrhoea, weight increased, pain in extremity, uterine leiomyoma, diplegia, hypoaesthesia, fear, vision blurred, vitreous floaters, breast pain, anxiety, nervousness, muscle spasms, visual impairment, endometriosis, muscular weakness, raynaud's phenomenon, vitamin d decreased, vitamin b12 decreased, back pain, abdominal pain, ovarian cyst, muscle twitching, limb injury, fungal infection, flatulence, stress, malaise, multiple sclerosis, cholecystectomy, laryngitis, pruritus, dyspnoea, cerebrovascular accident and neuralgia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, anxiety, back pain, breast mass, breast pain, cerebrovascular accident, cholecystectomy, diplegia, dizziness, dysmenorrhoea, dyspnoea, endometriosis, facial paralysis, fatigue, fear, flatulence, fungal infection, genital haemorrhage, headache, hypoaesthesia, laryngitis, limb injury, malaise, memory impairment, menorrhagia, migraine, multiple sclerosis, muscle spasms, muscle twitching, muscular weakness, nervousness, neuralgia, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, pruritus, raynaud's phenomenon, stress, uterine leiomyoma, vaginal haemorrhage, vision blurred, visual impairment, vitamin b12 decreased, vitamin d decreased, vitreous floaters and weight increased to be related to essure. The reporter commented: each essure coil easily placed with 2-3 coils visible at tubal ostia . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pelvic pain, batch number: 50688851 man date: 2012/09 exp date: 2015/09 . Batch number: a47940 man date: 2012/08 exp date: 2015/08 .. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: f/u 4 and f/ u 5 processed together. Social media received- new events added:tingling in my arms and leg, hard to breath ,stroke,black spot in my vision, endometriosis, raynauds disease, low vitamin d,low b12, back pain, abdominal pain, cyst on my ovary burst,muscle twitching, shoulder problems, yeast infection,gas pain, stressed, sick, multiple sclerosis, gallbladder removed, laryngitis, itchy,fibroids, paralysis to legs, feet numbness, scared, blurred vision, see floaters, breast lumps, breast pain, anxious, nervous, muscle cramps in my legs. On 13-nov-2019: f/u 4 and f/ u 5 processed together. No new significant information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/painful"), genital haemorrhage ("painful abnormal bleeding") and facial paralysis ("paralysis of half of my face") in an adult female patient who had essure (batch no. A47940,50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included constipation, anemia, pancreatitis, seasonal allergy, nausea, vomiting, uterine bleeding, tonsillectomy and cholecystectomy. Concurrent conditions included overweight, endometriosis since 2009 and hip discomfort. Concomitant products included fluticasone propionate (flonase) since 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), memory impairment ("impaired memory"), paraesthesia ("tingling"), dizziness ("dizziness") and pain in extremity ("pain in extremities"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, facial paralysis, migraine, headache, memory impairment, paraesthesia, dizziness, dysmenorrhoea, weight increased and pain in extremity outcome was unknown and the fatigue was resolving. The reporter considered dizziness, dysmenorrhoea, facial paralysis, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, pain in extremity, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: each essure coil easily placed with 2-3 coils visible at tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pelvic pain, batch number: 50688851 man date: 2012/09 exp date: 2015/09 batch number: a47940 man date: 2012/08 exp date: 2015/08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/painful") and genital haemorrhage ("painful abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.